Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of an implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and antibacterial absorbable envelope the patient presented with drainage and oozing at the device pocket site. The patient is being treated with antibiotics. The ICD system and antibacterial absorbable envelope remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.